Manufacturer narrative:
Results: review and confirmation of mfg records was performed. No anomalies were found. Conclusion: it cannot be determined whether the event was related to device performance. Records indicate the device met specs before leaving greatbatch medical.

Event description:
It was reported that inserting the dilator through the hemostatic valve was fairly tight and it then displaced the valve. Only noticed damage to valve after transseptal puncture (blood leak through valve - only able to aspirate air from side port). Valve or fragments of valve could have theoretically embolised into left side of circulation. No evidence of any harm to this pt.